Event description:
It was reported that while in the cath lab, the md reported that the intra-aortic balloon (iab) was properly prepped, the one way valve was attached, a vacuum was pulled before the iab was removed from the tray, and the iab was tightly wrapped after removal from tray. As the iab was advanced through the sheath, resistance was met. The md attempted to push through, but there was too much resistance. They panned down with fluoroscopy to see if there was an obstruction, but could not see one. He stated that it felt like it was getting hung up in the sheath. He pulled the iab out with the sheath, inserted a 10 fr sheath, and used a new iab which went in smoothly. The pt did not suffer any complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.